Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, the tip of the instrument broke off. A second like instrument was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r92f45. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present and a portion was not returned. In addition the blade was intact and no broke off as the customer complaint. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.